Event description:
Patient transferred to 6 ICU on restraints. When rn went to reapply restraints on ICU bed, buckle of restraint did not click in. Manufacturer response for restraint, protective, medline (per site reporter) unknown.